Event description:
It was reported that a prosa shunt system (#fx991t) was implanted during a procedure performed on (B)(6) 2019. According to the complainant, the shunt system caused an overdrainage and had adjustment difficulties. The patient underwent a revision procedure on (B)(6) 2025. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation.

Manufacturer narrative:
Visual inspection: during the investigation, scratches and a deformation of the outer housing of the prosa could be determined. The measurement of the plane parallelism could confirm that with a value of -0,060 mm - outside tolerance (0 ± 0.02 mm). Permeability test: a permeability test has shown that all components are permeable. During the permeability test bloody liquid were flushed out. Computer controlled test: to investigate the claim of over-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valves are tested in both the horizontal as well as the vertical positions. The results show that the prosa does not operate within the accepted tolerance in the vertical position. The progav 2.0 operates within the specified tolerances in the horizontal position. An accelerated outflow of prosa could be determined. Adjustment test: the prosa and the progav 2.0 were tested and neither valve could be adjusted. Braking force and brake function test: the brake functionality test of both valves has shown that the brake function operates as expected; however, the breaking force cannot be measured due to the non-adjustability of the valve. Internal inspection: after dismantling of the valves, deposits were found in all components. Results: based on our investigation results, we can determine an accelerated outflow in the vertical position and a non-adjustability at the prosa. No adjustment was possible at the progav 2.0 either. The deposits visible in the valves have led to the mentioned malfunctions. Inside the control reservoir, deposits were visible on the inside, which did not affect the property at the time of the investigation. Deposits of natural substances found in the body, such as protein, blood or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can impair the integrity of the valve. The examination of the return shipment is completed with the creation of this report. We can exclude a defect at the time of release. The shunt system met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory actions are required from our point of view.